Manufacturer narrative:
This pt with presented to cardiac cath with unstable angina pectoris and 2-vessel disease was found. Pci was performed on an 80% de novo lesion in the mid rca of 10mm in length in a 3.0mm vessel diameter. The type a lesion was characterized with a smooth contour, little to no calcification and with thrombus absent. The lesion was pre-dilated with a 3x8mm balloon at 6 atm before 3.0x13mm cypher stent was deployed at 16atm with satisfactory results. Post-dilation was conducted with the same balloon at 8 atm because the stent was not fully expanded. There were no procedural complications post-procedure cardiac enzymes were within normal limits. Post-procedure medications included permanent aspirin 100mg/day, clopidogrel 75/day for six months, other lipid lowering medications and beta-blockers. At the 1-month follow-up, the pt had an office visit. The medications remained unchanged and no adverse events were reported. Follow-up telephone contact with the pt 2 months later indicated that she was asymptomatic. Medications were unchanged and no adverse events were reported. Medications were unchanged but an adverse event was reported. The pt indicated having an allergic reaction/hypersensitivity. The pt was given a diagnosis of new asthma or reaction airway disease. The event was described as dyspnoea and pulmicort was described every 2 hours. The pt described not being able to tolerate it and that it made her nervous. This was classified as unrelated to the study device and procedure. The pt was not hospitalized for this event. Please note that this device (lot no. I11o6043) is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and eval. A female, with a history of obesity, htn, hyperlipidemia, smoking dm, pvd, became dyspneic approx one month after receiving a cypher stent. The cypher stent was implanted in the mid rca and the procedure was completed with no report of procedural complications. The pt was discharged on asa, oral antidiabetics, clopidogrel, non-statin lipid lowering medications and beta-blockers. At the one month follow-up the pt was diagnosed with reactive airway disease and prescribed pulmicort. At two months the pt the pt was asymptomatic. The study registry indicated that this event is unrelated to the cordis cypher stent, and the index procedure. In this case, it appears that the event is related to pt factors/medical history.

Event description:
Approx one month after percutaneous coronary intervention, the pt had an allergic reaction/hypersensitivity reaction and a new diagnosis of asthma/reactive airway disease.